Event description:
According to the reporter, during a cat spaying in a veterinary case, the knots of the suture were coming undone. Two strands of suture material were found within guts, but no knots. Surgical time extended was by 30 minutes or more as a result of the incident. Patient cat had another surgery 6 days after spaying. The surgery to reduce herniation has been performed to another practice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.